Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of around 500mg/dl due to crooked and bent cannulas. Customer treated with pump after changing out the set. Troubleshooting was declined by customer but was advised that new cannulas would be provided.